Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils are identified in the right or left fallopian tube,nor are they identified in the right and left cornua of the uterine corpus.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included constipation, colonoscopy, gastroscopy and bunionectomy. Current weight 166lbs. Concurrent conditions included overweight, amenorrhea, cyst ovary, pelvic pain, uterine bleeding, dyspareunia, hypertension, hypercholesterolemia and paratubal cyst. Concomitant products included dicycloverine hydrochloride (bentyl), hydrochlorothiazide, ibuprofen since 2015 and montelukast sodium (singulair). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, fatigue, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, nausea, dysmenorrhoea, weight increased and gastrointestinal disorder had not resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of product technical complaint. Incident no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils are identified in the right or left fallopian tube,nor are they identified in the right and left cornua of the uterine corpus.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included constipation, colonoscopy, gastroscopy and bunionectomy. Current weight (B)(6) lbs. Concurrent conditions included overweight, amenorrhea, cyst ovary, pelvic pain, uterine bleeding, dyspareunia, hypertension, hypercholesterolemia and paratubal cyst. Concomitant products included dicycloverine hydrochloride (bentyl), hydrochlorothiazide, ibuprofen since 2015 and montelukast sodium (singulair). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, fatigue, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, nausea, dysmenorrhoea, weight increased and gastrointestinal disorder had not resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.